Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reports that the surgeon was holding the ls1037 when it activated by itself. There was no pt injury.